Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up of a patient with twiddler's syndrome, no sensing or capture of the atrial lead was noted and during threshold testing phrenic nerve stimulation was noted. X-ray imaging confirmed the lead was dislodged. The lead was repositioned and the patient was in stable condition following the procedure.